Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have corrosion on pin 4 of the belt connector. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of the monitor sn (B)(4) has been completed. Upon evaluation, the pin 4 was corroded in the belt connector of the monitor. The root cause of the corrosion cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor belt connector. The last patient to use this monitor did not report any deficiencies.